Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer jumped in lake, pulled reservoir out a lot air instead of insulin. Customer reports they received a critical pump error image on the pump screen. The customer was advised that the insulin pump needs to be replaced. The customer was also advised to discontinue use of the insulin pump and to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.